Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited a significant jump in pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.